Event description:
The iab leaked. Blood was noted in the catheter and the iab was removed. A second iab was inserted into the pt. (Event complications: none from the event- reported 4/24/98.) (Pt's current status: unk- reported 4/24/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of diffficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/8/98).